Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement in the common bile duct performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the advanix biliary stent, a lot of resistance was met. The physician tried to change the angle of the scope, however, it did not help. When they continued retracting through the resistance, the push catheter was broken and was severely kinked. Also, it was reported that the guide catheter was broken. The mangled delivery system and stent were removed from the patient without using a retrieval device. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.